Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient and from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. The patient stated that they could feel stimulation but then they stopped feeling stimulation a couple of months ago. The patient was able to charge but cannot turn stimulation on so that they are feeling it when their back is hurting. The patient noted that their back has been hurting for about three months. It was confirmed that the patient¿s ins was on at 3.9 volts. The patient increased to 7.10 volts and could barely feel it. They then increased it to 7.5 volts and felt stimulation better. The patient not feeling stimulation was resolved at the time of the report by increasing voltage but it was recommended that they follow up with a healthcare professional (hcp) because they used to feel stimulation at 2.4 volts. The patient was sent a physician listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.